Event description:
IV bag of carbohydrates still had large volume although infusion time almost complete. Tubing clamp above pump was almost closed; medication not passing through. Machine did not alarm for upstream occlusion. IV clotted; unable to repair. Multiple attempts to restart IV before success, resulting in 70 minute delay for patient treatment.